Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab) in an emergency, it was difficult to insert the tip of the sheath into the patient's blood vessel. Replaced iab to continue therapy. No patient injury reported.

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab) in an emergency, it was difficult to insert the tip of the sheath into the patient's blood vessel. Replaced iab to continue therapy. No patient injury reported.

Manufacturer narrative:
The introducer sheath and dilator were returned with blood on them. The step dilator, guide wires, extender and pressure tubing were also returned unused. No damage was detected on the returned sheath. The sheath was measured and found to be dimensionally within specification. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. The evaluation of the returned sheath included dimensional and visual inspections. No abnormalities were found. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).